Event description:
The optical density (od) readings on the ortho summit processor (osp) instrument for the microwells are reportably below acceptable limits causing invalid wells. The user has performed photometer maintenance, but the problem still persists. No death or serious injury was associated with this incident.